Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not performing to specification. Circulation pump was replaced. Pressure transducer failure contributed to the reported issue. Pressure transducer was replaced. Per additional information received, the unit passed calibration and verification check. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow in an arctic sun device. Per sample evaluation results on 22jul2025, pressure transducer contributed to the reported issue.